Event description:
It was reported the programmer often "hang ups". The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer hung during software update. Analysis also found the stylus was outdated, the hinges were worn, and there were screen color deviations.

Event description:
The programmer was returned for service.